Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). The received video files recorded during the procedure on the event date confirm the occurrence of a temporary third-degree atrioventricular (av) block following a radiofrequency application delivered to the septal-valvular region of the left atrium. In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that at the start of the procedure entered atrial fibrillation (af). The patient was then cardioverted back to sinus rhythm.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath product event summary: the afr-00001 sphere 9 catheter with lot 0013104882 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical issues cannot be assessed through testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a radiofrequency application on the septal-valvular area off the left atri um resulted in a third degree atrioventricular (av) block, which was temporary and not permanent. There was a brief interruption for pacing from the left ventricular lead, and a quadripolar catheter was inserted into the right ventricle. The patient had a pacemaker implanted and became pacemaker dependent as a result. At the end of the pacemaker implantation, av conduction resumed, confirming the av block was temporary. The procedure was completed as planned. No further patient complications have been reported as a resultof this event.